Event description:
Customer claims to have had ear pierced with the inverness ear piercing system at a retail store on 10/20/1997. The customer sought medical attention for an infection at the site of the ear piercing. He was prescribed antibiotics.